Event description:
Procedure: roux-en-y. According to the reporter: according to the physician, there was excessive bleeding in the staple line. The event extended the hospital stay. Additionally, it is reported that the pt needed to suspend the use of heparin.

Manufacturer narrative:
(B)(4).